Event description:
During an incident on 6/2/00 involving a male patient with CPR in progress, this definrillator continuously prompted "check electrodes". The pads were removed, the skin shaved and the same pads were reapplied. The defibrillator continued to prompt "check electrodes" even with pressure applied to the pads. Als arrived on the scene and found the patient to be in asystole. The patient was transported to a hospital where he was pronounced. The patient's skin was reported to be dry and moderately hairy.